Event description:
The customer reported the system is displaying precharge voltage errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the system. No report on specific parts replaced. System operates as intended. (B) (4).